Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got multiple pump error alarms on insulin pump. The customer¿s blood glucose level was 95 mg/dl. He changed battery again. The display was blank , pump beeped. The insulin pump will not be returned for analysis.